Manufacturer narrative:
A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. There are no related adverse or non-statistical trends identified. Based on this data, the product is performing as intended and no product issues were identified. The abbott (B)(6) package insert provides information to address the current customer issue. Specificity testing was performed using an in-house retained (B)(6) kit of lot 54740li00. All panel and control samples tested met specifications, indicating acceptable performance of this (B)(6) lot. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 01a77-38, that has a similar product distributed in the us, list number 06e66. (B)(4).

Event description:
The customer reports an increase in (B)(6) donor results generated by the abbott prism (B)(4) assay. One example given ((B)(6)) was prism results of (B)(6) compared to architect (B)(4) assay results at (B)(6). No suspect results have been reported from the lab with no known medical impact.